Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of absence of treatment. Imdrf code f23 captures the reportable event of unexpected medical intervention. Additional information: block h6: device codes investigation summary: the device was not returned for analysis. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event.

Event description:
It was reported to boston scientific corporation that a tissue helix was used during an esophageal sleeve gastroplasty (esg) procedure performed on (B)(6) 2024. During the procedure, the tissue helix could not be fully removed from the tissue. The procedure was rescheduled to extract the remaining part of the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of absence of treatment. Imdrf code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that a tissue helix was used during an esophageal sleeve gastroplasty (esg) procedure performed on (B)(6) 2024. During the procedure, the tissue helix could not be fully removed from the tissue. The procedure was rescheduled to extract the remaining part of the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of absence of treatment. Imdrf code f23 captures the reportable event of unexpected medical intervention. Correction: block h6: device codes. Investigation summary: the device was not returned for analysis. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. With all the available information, boston scientific concludes that the most probable cause assigned is cause not established.

Event description:
It was reported to boston scientific corporation that a tissue helix was used during an esophageal sleeve gastroplasty (esg) procedure performed on (B)(6) 2024. During the procedure, the tissue helix could not be fully removed from the tissue. The procedure was rescheduled to extract the remaining part of the device. There were no patient complications reported as a result of this event.